Event description:
It was reported that intra-operative the leadless implantable pulse generator (ipg) exhibited increased and varying thresholds after the tether of the delivery system was removed with twice the normal force, and there was a notable cutting/melting at the tether hole inside of the cup, which seen at the end of the procedure. It was noted that directional restrictions were experienced when placing and recapturing the ipg. There was difficulty aligning the cone, which was complicated by the structure of the competitor tricuspid replacement valve, which restricted directional movement of the delivery system within the ventricle. The ipg was finally positioned mid septal. Threshold was noted to be still elevated and varying post-operative. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID# mc1vr01us product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01us-delsys] (serial: (B)(6) ). D9: no, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.